Event description:
It was reported that post-op a laparoscopic gastric band procedure, the surgeon could only get saline in but could not evacuate any saline. Under fluoroscopy a tubing kink was found at the end of the strain release. The pt was experiencing difficulty swallowing due to the over fill. The port was replaced in 2009. The pt is currently okay.

Manufacturer narrative:
Information anticipated, but unavailable at this time.